Event description:
On 12/13/2023, it was reported by a sales representative via sems-06430370 that an ar-3636h fibertak anchor broke. This occurred during use in a case with no patient effect. Five minute delay. #1: during the first anchor surgeon was trying to tension the repair suture and it broke in his hand outside the body. We were able to grab the suture closer to the skin and finish tensioning before cutting the suture free and moving onto the second anchor. #2: on the second anchor the fork tip on the implant insertion handle got stuck in bone. When he pulled it out one of the fork tips was missing. Upon x-ray we could not find it in the bone or in the skin/tissue. The drilled hole should have been plenty deep as we chucked up the drill pin about 1 cm extra (see pic). We used the curved drill kit ar-3638dhc lot # 15078448. Then when simply passing the repair suture around the labrum the suture broke somewhere between the anchor and the skin. We were not able to recover using the blue repair suture and had to cut out. We did use the white and black shuttle suture as a repair suture tying knots.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3636h serial/batch number(B)(6) was received for investigation. The device arrived for evaluation with three sealed ar-3636h, batch number 14987060. The visual evaluation revealed that the anchor suture system had detached. The suture pieces appeared frayed. Upon examining the inserter, it was observed that the tip of the inserter shaft had broken off. Functional testing does not apply for this device. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0054-10 at revision 0. G. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. To help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.